Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra 2 meter would not power on. The patient indicated that the alleging meter issue started on an unspecified date/time around the middle of april 2009. On an unspecified date/time towards the beginning of the month, the patient claimed that she developed symptoms of "high sugars" and frequent urination, because of the alleged meter issue. Also, during the beginning of the same month, the patient administered self-care by taking an increased dose of diabetes medication. The patient took 60 units of insulin (unknown type). During the time of concern, the patient visited a pharmacy for assistance with the reported meter. According to the patient, the pharmacy replaced the meter's battery, but this did not resolve the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, when the patient went to the pharmacy, and if the patient was able to test her blood glucose on another device during the time of concern. In addition, it would have been helpful to know if the patient took the 60 units of insulin before or after the symptoms started. The one touch customer advocate (otca) noted that the meter's battery was missing. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.